Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated during a routine follow-up appointment. A warning message indicating a possible device malfunction was displayed on the programmer.